Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow up report will be submitted.

Event description:
The customer reported that the clear insulation split and cracked at the beginning of a sleeve gastrectomy procedure. There was no injury to the pt.